Event description:
Customer reported that on four occasions where she checked her blood glucose the insulin pump made a strange sound and it said no delivery. Customer stated this caused her blood glucose to go high; customer treated with manual insulin injection and then changed the infusion set and received a suspend alert. Customer was unable to troubleshoot due to not getting an alarm at the time. Infusion set and reservoir was changed on (B)(6) and hasn't had alarms since then. Customer wanted to return the infusion set and reservoir for analysis. Current blood glucose reading is 112 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.